Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
One single dpt kit was returned for examination. The reported event of tubing connection issue at three-way stopcock was confirmed. The pressure tubing had detached from bond joint with female connector which was connected to the stand-alone stopcock. Indications of bonding solvent was evident on locations of the tubing bond surface area. The tubing outer diameter was measured near the point of detachment and was found to be within specification. The tubing female connector was also measured and found to be within specification. No other visible damage or defect was observed from the kit. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before use. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, there was no patient injury noted as this happened during set up of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during the setup of this disposable pressure transducer (dpt), it was no possible to connect the pressure tubing to the female connection of the three-way stopcock. The device was exchanged for a new one, in order to solve the issue. There was no allegation of patient injury reported. The disposable pressure transducer was available for evaluation.

Manufacturer narrative:
The investigation of this pressure monitoring kit concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.